Event description:
A customer observed multiple positively biased tsh results on patient samples. The results were reported and questioned by the physician. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that test results for the two patients were not consistent with results from new sample draws from the same patients. However, all results were duplicatable at another site. Quality control results were within expectations. Datalogger analysis did not show any instrument malfunctions. No obvious sample handling issues were identified. Instrument maintenance and cleaning is up to date. Although the issue appears to be sample related, the investigation was not able to determine the root cause of the biased results.